Manufacturer narrative:
(B)(4). Correction: the g4 date was filed incorrectly as 12/22/2015 on the initial medwatch report and should have been 12/24/2015. Evaluation summary: (B)(4). The device was returned for analysis but the reported inflation issue could not be confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot revealed no other incidents reported for inflation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The nc tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 3.0 x 8 mm nc tenku balloon dilatation catheter was advanced to the target lesion and crossed; however, when pressure was applied during the first inflation, the balloon did not inflate. The balloon catheter was replaced with an other unspecified balloon catheter which completed the procedure successfully. There was no adverse patient effect. No additional information was provided.